Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected onsite and verified that the wireless footswitch is inoperative. After conducting a functional test, fse discovered that the firmware update could not proceed with fco implementation. The base station stopped communicating when it was moved back to the table base and attempted to sync with the wireless footswitch. To resolve the issue, fse replaced the base station and the wireless footswitch. After replacement of base station and the wireless footswitch was completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint has happened when the fco was implemented. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system's wireless footswitch base station was defective. No harm has been reported to philips.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.